Manufacturer narrative:
(B)(4).

Event description:
It was reported that pulse generator exhibited an error message. The patient did not experience any symptoms and would continue to be monitored. On (B)(6) 2016 the patient presented for another follow-up and the device issues continued. The patient remained stable and troubleshooting would be considered. The patient would continue to be monitored.